Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances. On the programmer, it appeared that the increase was slightly more gradual since last year. The most recent recorded value is 142 ohms. Technical services were consulted, and further testing was recommended. It was noted that sensing and pace sense trends continue to be stable. At this time, no further information is available. This lead remains implanted and in service. No adverse patient effects were reported.